Manufacturer narrative:
H3/h6: neither samples nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that the pump was alarming occlusion. Per reporter, a 250 ml evacuated bag was filled with saline, after it was filled a closed system transfer device (cstd) was spiked into the bag, and the pump was programmed. Per reporter, an administration set was attached to the pump when prompted and all clamps were opened. Per reporter, selected option to prime the tubing, pressed yes and the screen reads down occlusion alarm. There were no kinks. Obstructions went through the entire help screen process. Per reporter, the administration set was removed and replaced and the issue was resolved. The event occurred during testing. There was no patient involvement.